Event description:
Four (4) discordant falsely elevated sodium (na) results were obtained on patient samples on a dimension vista 500 system. The results were reported to the physician(s). The laboratory reprocessed the same patient samples after quality control recoveries were obtained outside of laboratory range. Following troubleshooting and maintenance activities lower sodium results, considered correct, were obtained. Corrected reports were issued. There are no known reports of patient intervention or of adverse health consequences due to the falsely elevated sodium results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant falsely elevated sodium (na) results on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Quality control results were outside the customer's established range at the time of the event. Hsc concluded the event was related to an integrated multisensor technology (imt) system in need of routine maintenance. The customer performed an advanced clean and replaced the imt sensor using the same lot. This maintenance returned the quality control to within range. There is no evidence of a potential product issue. The instrument is fully operational. The device is performing within specifications. No further evaluation is required.